Event description:
It was reported that during a stent placement procedure for treatment, the stent suture broke. The string snapped on deployment. It was tied in a knot, the stent was deployed successfully and procedure completed. It was reported there were no complications for the pt.